Event description:
It was reported that this right ventricular (rv) lead recorded gradual high out-of-range shock impedance measurements. The lead is connected to a non-boston scientific device. Technical services (ts) provided general recommendations to the non-boston scientific field representative. No adverse patient effects were reported. This rv lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance measurements. It was noted the shock impedances gradually increased. The lead is connected to a non-boston scientific device. Technical services (ts) provided troubleshooting recommendations. No adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update section a. Patient information and d. Suspect medical device.